Event description:
It was reported that the infusion set was leaking at the connection between infusion tubing and pump adapter.

Manufacturer narrative:
The event occurred outside of the united states while this product is not sold in the united states, it is like or similar to a product marketed in the united states. Shipment of complaint material from russia suspended indefinitely.